Event description:
Healthcare professional reported "no complaint against the right device" hcp later reported ¿creases" and ¿hole in valve¿ . The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/09/2024.

Manufacturer narrative:
Additional, changed, and/or corrected data: , d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: delamination observed assessed as adhesive failure. Crease/ folding of implant: creases were observed. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported, "no complaint against the right device". Hcp later reported, ¿creases" and ¿hole in valve¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Visual analysis of the photographs identified for the complaint as the event is no complaint against the device. It is not possible to determine the lot number or catalog number through the photos provided. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "no complaint against the right device" hcp later reported ¿creases" and ¿hole in valve¿ . The device has been explanted.